Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. Additionally, loss of capture (loc) was noted. The loc did not result in asystole. A conductor fracture was suspected but was not conclusively confirmed. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.